Manufacturer narrative:
Product has not been rec'd for eval to date.

Event description:
A nurse reports 5 pts with a corneal burn during a procedure. Sutures were required for wound closure. Following the procedures, the pts are reportedly doing fine. Add'l info has been requested. The other 4 pts are being reported under 2028159-2007-00039, 2028159-2007-00040, 2028159-2007-00042 2028159-2007-00043.